Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was not getting adequate therapy. Programming was attempted without success. X-rays were taken, but there was no migration. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.